Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a keyboard issue. A field service engineer replaced the keyboard and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had a keyboard failure. The customer stated that the keyboard was not working. The user was unable to remove the medication needed for the patients and there was a delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.